Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. The site (back) was noted to be painful and uncomfortable. The patient went to the emergency room (ER) on (B)(6) 2024 and received antibiotics cefalexin for treatment. The doctor advised the patient if the situation worsened, to come back. On (B)(6) 2024, the patient went back to the doctor and was prescribed staphylex antibiotic. The doctor diagnosed the patient with pre-sepsis and staphylococcus bacteria was found. The antibiotics began to work and the site drained after a few days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.